Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, an sureform 60 stapler instrument had an inadequate clamp message. Intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator stated she was present for a part of the procedure. The robotics coordinator noted that the surgeon experienced issues with three sureform 60 stapler instruments. The surgeon used these stapler instruments with blue sureform 60 reloads installed on three different spots on the right colon. According to the robotics coordinator, each stapler instrument compressed down with no issues and fired. However, at the end of the fire, there was a system-generated message stating, ¿possible failure detected while unclamping; use grips to verify jaws are open. Do not reuse.¿ the surgeon was able to unclamp each stapler instrument, and she confirmed they did not have to use the manual release key. The staple lines were reportedly complete. However, the robotics coordinator indicated that one of the staple lines oozed. As a result, the surgeon cauterized the staple line to stop the ooze. The robotics coordinator could not provide any further information. She confirmed the products are being sent to isi for review.

Manufacturer narrative:
Based on the current provided information, the root cause of this reported intra-operative complication cannot be determined. A supplemental MDR will be submitted if additional information is received. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The instrument was found have an unclamp failure based on log review. Once the instrument was reinstalled on an in-house system, it passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired using a green sureform 60 reload. A visual inspection of the instrument found no external physical damage. The housing was removed from the back end and no obvious damage was observed. The reported complaint of unclamping failure could not be verified or reproduced during in-house testing. The root cause is not determinable. A visual inspection of backend was performed and a clear tubing was observed to be sticking out inside the housing, lodged within the main tube. Tubing was able to be removed and measured 9.5" long, with a channel width that matches closely with the drive cable diameter. Failure analysis confirmed that this tubing should not be present in the instrument and was likely left installed during manufacturing. The root cause is manufacturing related. This lodged component is likely unrelated to the unclamp failure observed in the logs. No image or video clip for the reported event was submitted for review. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: the logs show the first sureform 60 stapler instrument (part #480460-09, lot #l92211122-0269) was installed once with a blue reload and fired once. The firing was completed per the logs, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion per the logs. The logs show error 22030 indicating an unclamp failure occurred with this instrument. The logs also show this instrument was force expired after the unclamp failure, which is an expected outcome following an unclamp failure. The logs show a second sureform 60 stapler instrument (part #480460-09, lot #l10220615-0176) was installed once with a blue reload and fired once. The firing was completed per the logs, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion per the logs. The logs show error 22030 indicating an unclamp failure occurred with this instrument. The logs also show this instrument was force expired after the unclamp failure, which is an expected outcome following an unclamp failure. The logs show a third sureform 60 stapler instrument (part #480460-09, lot #l10220615-0178) was installed once with a blue reload and fired once. The firing was completed per the logs, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion per the logs. The logs show error 22030 indicating an unclamp failure occurred with this instrument. The logs also show this instrument was force expired after the unclamp failure, which is an expected outcome following an unclamp failure. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy procedure, a staple line oozed after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, the surgeon cauterized the staple line to stop the ooze. The cause of the complication is unknown. Note: refer to medwatch reports (MDR) with patient identifiers 533197, 533202, and 533203 for MDR submissions of the unclamping issues associated with the three sureform 60 stapler instruments used during the surgical procedure.

Manufacturer narrative:
A universal surgical manipulator (usm) used during the procedure was returned to intuitive surgical, inc. (Isi) due to multiple stapler failures. The unclamp drivetrain failures were replicated on that usm using in-house staplers. Therefore, the main contributor to the stapler failure(s) was usm related. In the logs, stapler errors confirmed an unclamping failure. During the system test, the stapler was tested on the usm and the 22030 error was replicated. The usm passed all relevant testing on an internal test system. As a fix, the carriage rotors, gearboxes, and stators will be replaced.